Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit values are out of tolerance. There was no patient involvement.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit values are out of tolerance.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: d4(version or model #, catalog #, unique identifier (UDI) #). Additional information:e1(event site postal code: (B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) have screen issues. Getinge field service engineer (fse) checked the unit found the source of the problem was the screen connector, which has now been put back in place. Fse completed the preventive maintenance. There was no patient involvement.

Event description:
N/a.